Event description:
It was reported that the customer's blood glucose (bg) level was 2.0 mmol/l. Cause was not known. The customer consumed glucose tablets to address the issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.